Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent ventral hernia repair with composix kugel mesh and repair of a paracolostomy hernia with a non-bard mesh. On (B)(6) 2005 - pt underwent repair of a paracolostomy hernia with composix mesh. On (B)(6) 2007 - pt underwent exploratory laparotomy, excision of infected mesh, recurrent incarcerated paracolostomy hernia repair with non-bard mesh, and colon resection with transportation of colostomy to left upper quadrant. During this procedure, it appears that all of the previously placed mesh products were removed.

Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was also indicated that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. The medical records provided did not include product identifiers; therefore, a DHR review could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4).